Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, component failure of the rigid tube. Based on the results of the investigation, and based on the results of the investigation, it is likely the following led to the malfunction: the event rigid tube was dented is caused by a component failure of the rigid tube, since the device malfunction suspected leak was not confirmed during evaluation, the definitive root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had leak during reprocessing. There were no reports of patient involvement.